Event description:
It was reported that the atrial lead exhibited oversensing, however the physician decided to wait until the pulse generator reached elective replacement indicator (eri) to explant the lead. At time of device replacement the atrial lead revealed an erosion of the insulation. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded at 7.5 cm from the connector pin, due to friction with another device. The reported oversensing could occur when the exposed sensing coil comes in contact with another device.